Manufacturer narrative:
This report is associated with argus case (B)(4); poligrip unknown.

Event description:
Product ingestion [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a male patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip unknown. Additional information: patient who had not been cleaning the poligrip off of his dentures and he had been swallowing it. The patient was swallowing at least 1 tube of poligrip every 3 weeks.